Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a device contamination occurred. A blazer dx-20 catheter was selected to treat the target lesion. During unpacking, the device was observed not to have been placed in the it was noted that the device was not placed properly. Upon opening of the package, the device flung out of the packaging making the device unsterile. The procedure was completed with another of the same device. The device was not used inside the patient's body.